Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device is not opening. This was discovered during use. The following information was provided by the initial reporter: material no. 328235 batch no. Unknown. It was reported that consumer can not open the safeclip. Verbatim: pharmacist called on behalf of a consumer regarding how to open the safeclip and to use. Explained the pharmacist consumer has to clip the needle in the whole and cannot open the safeclip. The hub part of the needle goes to the sharp disposal so as the filled safeclip. Pharmacist stated consumer reported it wasn't filled, she did not think the safeclip was filled up to 1000 needles. Asked the pharmacist to have the consumer call us for more information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device is not opening. This was discovered during use. The following information was provided by the initial reporter: material no. 328235, batch no. Unknown. It was reported that consumer can not open the safeclip. Verbatim: pharmacist called on behalf of a consumer regarding how to open the safeclip and to use. Explained the pharmacist consumer has to clip the needle in the whole and cannot open the safeclip. The hub part of the needle goes to the sharp disposal so as the filled safeclip. Pharmacist stated consumer reported it wasn't filled, she did not think the safeclip was filled up to 1000 needles. Asked the pharmacist to have the consumer call us for more information.